Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had issue with keys of insulin pump, the keypad seems to be worn out and buttons were delayed. Customer stated that the issues frequency was all the time. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was active. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.